Event description:
Patient was implanted with apogee on (B) (6) 2008. The physician reported pain at buttock, new appearance of dyspareunia and incontinence. The urgency and incontinence were worse than before. Intervention: pain and dyspareunia resolved without intervention. A tvt was implanted in (B) (6) 2009 to treat incontinence. The events were resolved.

Manufacturer narrative:
No device malfunction was reported and device was not explanted. Serial number not provided for history review. The IFU instruct the patient to contact the physician if dyspareunia results. Occurrence for pain, dyspareunia, and incontinence are consistent with risk management documentation.